Event description:
Reportedly, no audible click was heard or felt while attaching the anvil. It was replaced but the same event occurred. The device was fired and the knife did not retract. This caused no injury to the pt. Per add'l info just obtained, the surgical time was extended by 30 mins. Report changed to serious injury. Procedure: lap tmr.